Event description:
The customer reported that the system was locking up and displaying communication errors. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and replaced the single board computer and associated boards. Flashed the nodes and loaded calibration files. The system operates as intended.